Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: the test strips in use expired on (B)(6) 2012. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter turned on after test strip insertion, but then turned off before being able to perform a test. Customer further reported that on (B)(6) 2016 at 4:00 am she woke up and felt her blood sugar was "crashing", but because her meter had not been working for a week, she could not test. It was further reported the customer was "shaking, feeling faint and clammy with slurred speech". Customer woke up her husband who then gave her marshmallows to eat. Customer's daughter, who is a registered nurse, was contacted and she advised customer to drink orange juice with sugar. No additional treatment was undertaken. There was no report of death or permanent injury associated with this event.